Manufacturer narrative:
Reporter last name: (B)(6) reporting institution name:(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the electrode pads were making poor contact, resulting in failed tests. The weekly high-output tests also require external force to press the electrode pads to conduct charging and discharging tests. There was no patient involvement.